Manufacturer narrative:
This report will be updated if additional information is received or if the lead is returned for analysis.

Event description:
Boston scientific crm received information that this atrial lead was explanted and replaced after exhibiting loss of capture and high out-of-range pace impedance measurements. A boston scientific field representative reported there was no evidence of dislodgement or a fracture. Another atrial lead was implanted with no adverse patient effects. Lead return for analysis has been requested.